Manufacturer narrative:
The customer¿s complaint that the tubing was sliced and leaking could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing was sliced. The rn was in the ICU, setting up the pca tubing. She started to prime the pca pump and noticed the tubing was leaking. The rn stopped the pump and changed the tubing. It was confirmed that there was no patient involvement or harm as a result of this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that tubing was sliced. The nurse was in the ICU, setting up pca tubing. She started to prime the pca pump and noticed the tubing was leaking. The nurse stopped the pump and changed the tubing. There was no patient involvement or harm.